Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. The patient developed an infection. Additional information was requested.

Manufacturer narrative:
(B)(4): infection occurred. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The mesh was implanted on (B)(6) 2011 during an open ventral hernia repair procedure. One month following the procedure, the patient presented with symptoms of pain and drainage. The indication for the second procedure on (B)(6) 2012 was an open wound. The infection was noted at the umbilical skin level. The mesh was removed for suspected exposure and flex hd was used to repair the hernia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00941. The same patient is represented in each medwatch.